Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had pixel image lines through image. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a bad cable/connector, a dent on a connector gold pin, and a faulty switchboard. A root cause could not be identified. Based on the investigation results, the following are likely caused the malfunction: image issues were caused by a faulty cable/connector and a damaged gold pin on the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.